Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested on (B)(4) 2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A consumer reported that following intraocular lens (iol) implant surgery, he is experiencing glare and sees a white streak of light which "starts at the upper left and travels at a forty five degree angle to the lower right." He stated that the streak is distracting and on his last eye exam, the surgeon told him "everything looked good." Additional info has been requested.